Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after stapling on a laparoscopic radical resection of right colon cancer, the surgeon was able to press the green button, but the stapler could not be fired when preparing to cut the colon. They replaced the device to complete the case. There was no patient injury.